Event description:
It was reported that during the implant procedure on (B)(6) 2010, the pt experienced motor and sensory dysfunction. This event occurred when the physician made his initial incision before any product had entered the field. The pt has since regained all motor and sensory function. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.